Manufacturer narrative:
Continuation of d10: concomitant product ID d-evolutfx-34 (lot: 0012212433); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012151802); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with an average annulus diameter of 27 mm and a 23 mm diameter at its shortest point, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm non-medtronic balloon due to calcification. Following the pre-implant bav, an indentation remained in the balloon, and the calcified valve appeared to have opened horizontally. Per the physician, the indentation and the -4-cc balloon inflation observed may have been due to the hard calcification in the aortic valve indicating the pre-implant bav was insufficient. Subsequently, the valve was inserted into the patient and deployed. Following initial deployment, an infold was observed in the valve frame. The valve and delivery catheter system were withdrawn from the patient. A second pre-implant bav was performed using a 23 mm non-me dtronic balloon with 1-cc inflation and a new valve was implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with an average annulus diameter of 27 mm and a 23 mm diameter at its shortest point, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm non-medtronic balloon due to calcification. Following the pre-implant bav, an indentation remained in the balloon, and the calcified valve appeared to have opened horizontally. Per the physician, the indentation and the -4-cc balloon inflation observed may have been due to the hard calcification in the aortic valve indicating the pre-implant bav was insufficient. Subsequently, the valve was inserted into the patient and deployed. Following initial deployment, an infold was observed in the valve frame. The valve and delivery catheter system were withdrawn from the patient. A second pre-implant bav was performed using a 23 mm non-me dtronic balloon with 1-cc inflation and a new valve was implanted in the patient. No adverse patient effects were reported. Additional information was received that a misload did not occur during the loading process. Additionally, a procedural delay occurred as a result of the infold.